Manufacturer narrative:
(B)(4).

Event description:
It was reported the recharger showed a power on reset (por) condition on a stimulator still in the box the day prior to call. It was noted the stimulator was interrogated with the physician programmer the day prior to call, but did not go past the ¿do you want to implant¿ screen. It was reported the stimulator was interrogated again the day of the call, went further than before, but did not set the lead configuration. It was noted the por was not seen the day of the call.